Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was not returned for evaluation. Therefore, it was not possible to confirm whether the subject device had any defects that could have contributed to the reported event. However, using this product for the removal of foreign objects or food residues is outside its intended use. Based on the information provided in the complaint, it is possible that the event occurred because the device was used outside its intended use. The event can be prevented by following the instructions for use which state: ·these instruments have been designed to be attached to the distal end of the endoscope to facilitate endoscopic therapy. Do not use these instruments for any purpose other than their intended uses. ·before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as an infection control risk, tissue irritation or mucous membrane damage and may result in more severe equipment damage. ·do not force the instrument against body cavity tissue. This could cause patient injury, such as mucous membrane damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the distal attachment was inspected prior to use and there were no abnormalities observed. A spider net grasper was not used as it was a large piece of food bolus firmly lodged in the esophagus and could not get the net past the food bolus to open and remove it. It was noted that there was no bleeding prior to any intervention. The physician felt it was not necessary to use an overtube. It was reported that the patient had a mild tear with small amount of bleeding which was considered mild. The patient remained hemodynamically stable and no further surgical interventions was performed. The patient was on soft/liquid diet post procedure for an unknown duration. There were no further reports of patient harm and the patient did not return or require another gastroscopy post food bolus removal.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic procedure to remove a food bolus; some mucosal tearing of the esophageal wall and bleeding occurred. The distal attachment was put onto the distal end of the endoscope, but was not taped. After several attempts using high suction through the scope to suck the food bolus into the distal attachment, the scope was removed and the physician noticed the mucosal tearing and bleeding. At this point the physician stopped using the distal attachment and used other endoscopic instruments (snare, grasping forceps) to successfully remove the food bolus. Multiple attempts have been unsuccessful to gain additional information from the customer about the amount of bleeding, if any interventions were necessary and patient's condition related to the event. There was no report of device malfunction.